Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level which cause pain in her chest. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer declined troubleshooting with tandem technical support.